Event description:
The bolus end of the feeding tube separated while in the patient. It was excreted with stool.

Manufacturer narrative:
One discolored 12 fr bolus end was received. The bolus end did not indicate any deformation, or pieces of tubing attached indicating that the bolus likely disbonded from the feeding tube. The tube portion was not returned for evaluation. The lot number was not reported therefore samples from three lots were chosen at random and pull tested per jist t 3212:2005. All samples exceeded the requirements of the standard. No samples experienced a bond failure, the minimum forces recorded were 44.48n.